Event description:
Patient rang out and nurse answered bell. Patient found to have a large pool of blood on the floor approximately 100mls. Upon investigation patients tubing was found to have broken. Tubing was not broken at a connection or cap placement site. Tubing broke right in the middle of the line as it were cut. Tubing taken to clinical science laboratory to be photographed for patient safety. Upon patient interview, patient did not feel at any point his tubing was tight or was pulling. Medical team notified. No intervention needed. Patient at assessment at baseline. Tubing information; ref#2420-0007; aztec barcode information; (B)(4), lot (10)20093112.